Event description:
It was reported that the patient developed an infection at the ipg incision site. Symptom of draining was noted. The patient had a wound washout and the physician prescribed antibiotics. Additional information was received that the patient was doing well.

Event description:
It was reported that the patient developed an infection at the ipg incision site. Symptom of draining was noted. The patient had a wound washout and the physician prescribed antibiotics.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.